Event description:
It was reported that the pump is defective and does not give warnings when bubbles are present in the tubing after the valve. The pump was used in two cases at 30 ml/min mode and no warnings were given. After the pump was exchanged the problem was not seen anymore.

Manufacturer narrative:
The med tech of the university tried to reproduce the error but was not able to do so. (B)(4).